Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer stated that, after delivering a bolus, she checked her blood glucose level, and her blood glucose level was 438 mg/dl. The customer's blood glucose level at the time of the call was 588 mg/dl. The customer expressed that she was experiencing laziness and a stomach ache as symptoms of her high blood glucose levels. Troubleshooting was performed. Advised the customer that the insulin pump is working as designed. Customer stated that the cannula is not occluded nor is the site sore or irritated. Advised customer that she passed high blood glucose level troubleshooting and to consult her healthcare provider. The customer mentioned that she has been stressed and could be causing high blood glucose readings. Customer stated that her blood glucose level was going down and was at 500 mg/dl. Nothing further reported.